Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the partial clip movement and increased mitral regurgitation(mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mr with a grade of 4. Two clips (71219u173, 71219u162) were implanted, reducing the mr to 1. During a follow-up appointment on an unknown date, the patient presented with dyspnea and increased mr with a grade of 3-4. It appeared that the anterior leaflet was partially out of one clip. On (B)(6) 2018, a second procedure was performed to treat the increased mr. Two clips were implanted, reducing the mr to 2. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record was performed for both implanted clips and identified no manufacturing nonconformities issued to the reported lot numbers that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific quality issue from these lots. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) bin this incident could not be determined. The reported recurrent mitral regurgitation (mr) appears to be due to the slda. The dyspnea appears to be the secondary effect of the recurrent mr. Reported patient effects of mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional information was provided.